Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The meter and test strips were requested for investigation.

Event description:
The initial reporter complained of false positive nitrite results on a urisys 1100 analyzer. The customer stated they have been receiving false positive nitrite results since the update to software chip (B)(6). There was no visible change to the test strip. The combur 10 test strip lot number and expiration date were not provided.